Event description:
After getting breast implants, I immediately started getting severe capsular contractor. It was very painful, and I had to have multiple surgeries to remove the capsule. As time went on, I began experiencing symptoms such as severe sciatic nerve pain, neck pain, fatigue, weight gain, anxiety and heart palpitations. In (B)(6) 2021 I started experiencing joint and leg pain to the point I can hardly walk after a period of resting. I went to the dr and did a full panel of blood work only to give me 0 answers. He said it could be fibromyalgia although all my symptoms or mimicking auto immune disorders. I had many other symptoms as well like brain fog and headaches, but I wasn't sure why until I joined a (B)(6) group breast implant illness, and I finally removed my implants (B)(6) 2022. Dr said my blood was "normal" although liver was in the red and I had high ana data. FDA safety report ID #(B)(4).